Event description:
This lead was implanted on (B)(6) 2005 and remains implanted at this time. It was noted on (B)(6) 2013 that conductor wires appear to have breached the insulation above the distal shocking coil. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).